Manufacturer narrative:
Correction: d8 and d9 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the device was not returned to olympus. The event likely occurred due to the following: 1) due to some influence during clipping, the amount of operating force increased. 2) an excessive tensile load was applied to the operating wire due to the increased operating force. 3) the operation wire came out from the caulking part due to the load exceeding the resistance. The event can be detected/prevented by following the instructions for use which state: 1) "do not pull out the rotary clip device until it hits the slider of this product and clipping is not completed. It may lead to perforation, major bleeding, mucous membrane damage, etc." 2) "if the clip does not come off from the rotating clip device, do not forcibly pull out the sheath. It may lead to perforation, major bleeding, mucous membrane damage, etc." 3) "this product is intended to be used only when surgical operations are possible asanemergency measure. In the unlikely event that the clip does not come off the rotating clip device, see "chapter 4 emergency actions"." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the reloadable clip applicator clip can't released because the wire came loose during the clip setup. The issue occurred during a therapeutic procedure (polypectomy) and diagnostic (colonoscopy). The procedure was completed with a similar device. There were no reports of patient harm. This report is related to the following linked patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.